Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4).

Event description:
It was reported "during use, the peel-away introducer did not split over the 2 last centimeters. We used a scalpel to split the introducer. There was no clinical consequences for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The report that a peel-away tore incorrectly was confirmed from the photo. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that one side of the peel-away did not tear correctly. This resulted in the extrusion to separate towards the distal end. Microscopic examination confirmed the damage and revealed that the separation points and the score line appeared wavy and not uniform. The total length of the sheath measured 2 7/8", which is within the specification per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. A device history record review was performed and no relevant findings were identified. The sheath product drawing was reviewed as part of this complaint investigation. The IFU provided with the kit was reviewed as part of this complaint investigation. The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the sheath did not tear as intended and separated from the rest of the extrusion. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during use, the peel-away introducer did not split over the 2 last centimeters. We used a scalpel to split the introducer. There was no clinical consequences for the patient." The patient's current condition is reported as "fine".